Event description:
Pt undergoing a cardiac catheterization, while deployment of palmaz-schatz stent, between 4 to 6 atms the balloon ruptured. The stent was partially deployed in the lad, this stent was partially deployed in the lad, this stent was not retrieved. A cook gr ii was deployed successfully distally. This was followed by inflation with a 4x20mm bandit balloon. The pt then received a johnson & johnson stent proximally. The pt received 12 hours of reopro infusion post procedure. He did not suffer any further complications and was discharged to home on 10/25/97.